Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported the alarm reset key and leds do not function; est mode cannot be accessed. There was no patient involvement.